Manufacturer narrative:
Conclusion - device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Following a pt's explant, the removed lead portions were returned for analysis. Abraded openings were identified in the outer silicone tubing and in the inner tubing of one of the lead coils. These were most likely caused during the implant life of the device. Dried body fluids were identified inside the inner and outer silicone tubing. Scanning electron microscopy performed in the positive and negative coil ends at the first portion of the returned lead showed that pitting or electro-etching conditions have occurred. However, due to metal dissolution the fracture mechanism of the positive coil cannot be determined. Inspection of the negative lead coil shows appearance indicating that the coil was cut/torn. The most likely cause for the observed pitting condition on the negative coil is that the generator was not programmed off at the time of explant. Other than abovementioned observations and typical wear and explant related observations, no anomalies were identified within the returned lead portions. Further info indicated that there had been no known impedance issue prior to the pt's explant. Furthermore, the surgeon was noted to have been "rough" with the equipment during its explant, which could have caused the issues. Analysis of the returned generator's internal memory locations showed an impedance of 10384 ohms being taken on an unk date. This impedance then changed to 20178 ohms on approx (B)(6) 2011, which is after the pt explant date. It cannot be determined when the impedance of 10384 ohms was detected. Attempts for further info were unsuccessful to date.